Manufacturer narrative:
One 12f fast-cath trio introducer sheath was received for evaluation. The sheath tubing was returned loose and detached from the sheath hub. The sheath tubing had been flattened and torn at the proximal end; the sheath tear measure 0.07¿ in diameter. The sheath tubing had been bent in multiple locations. The sheath hub remained attached to the fast-cath trio hemostasis hub assembly. Dissection of the sheath hub and sheath tubing revealed all components of the sheath hub and sheath tubing were present and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing detachment is consistent with damage during use.

Event description:
During the procedure, the hub of the introducer separated from the shaft upon removal from the patient. The dislodgement occurred after the conclusion of the procedure with no excess force utilized. There were no patient consequences.